Event description:
On (B)(6) 2011, during set-up of rotaflow unit (console serial number (B)(4) and drive serial number (B)(4)), it was identified that the flow amount nor the rotation speed could be viewed. Additionally, the drive unit did not operate. After the aforementioned event, the unit was powered on/off twice, and the drive unit still would not function. The customer noted that the unit did not alarm or display an error message during this event. (B)(4).

Manufacturer narrative:
(B)(4). The maquet technical support evaluated the unit and determined that the rotaflow console works with an alternate rotaflow drive. The rotaflow drive was tested with an alternate rotaflow console and the same event occurred. Unable to obtain the date of manufacture for serial number ((B)(4)) provided for the rotaflow. The serial number provided is not associated with a (B)(4) rotaflow drive in the sap database. No additional information was provided. (B)(4).